Manufacturer narrative:
Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: an external arc to the device occurred during a therapy, likely in 2005, per save-to-disk data. An arc mark is visible on the device exterior. The electrical overstress from the arc damaged internal components, which limited the device's ability to charge the capacitors. As a result, the high voltage capacitors could only partially charge.

Event description:
Charge circuit inactive was reported. The last delivered energy was at <20 ohms and 29.4j was delivered. A lead impedance decline was noted at time of changeout, suggesting it was insulation-related. Both devices were removed from service. No patient complications have been reported as a result of this event.